Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has died. The patient was reportedly walking to his car to get oxygen and became unsteady. He was helped to the ground by a passer-by, who stated that the patient was making jerking movements. Paramedics arrived and reported that the patient received shocks from the device. Interrogation of the crt-d post-mortem by the local boston scientific crm field representative did not reveal any device abnormalities. The crt-d was explanted. This device, along with a memory disk, were returned to the boston scientific crm post market quality assurance laboratory for analysis. There was concern over device undersensing near the time of death. The physicians were dissatisfied with the device performance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was subjected to and passed a comprehensive series of diagnostic tests which verified the performance of memory, pacing, defibrillation, recording and sensing functions. An analysis of stored electrograms from the time of death showed an erratic, agonal rhythm. A review device programming indicated that rate smoothing was set to 3%. The device's rate smoothing setting led to some atrial pacing with cross-chamber blanking, resulting in intermittent functional undersensing. Highly variable signal amplitude during this arrhythmia also resulted in some intermittent undersensing. Final analysis concluded that there was no delay in initial episode detection due to rate smoothing, and that the device was performing appropriately per programmed parameters.